Event description:
Device malfunction: clip extraction. Time of malfunction: after vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, resistance was felt during initial cannulation of the vessel and when the procedural sheath was removed, a previously implanted starclose se clip, was extracted. No vessel damage was reported and manual compression was applied to achieve hemostasis. The physician reported that he was unaware that a previous starclose se clip was present at the site. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). Clip extraction. (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.